Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm noted. The pump passed the basic occlusion and displacement tests. The pump was received with a loose/protruded drive support disk, a severely scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.